Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with additional information. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12686.

Event description:
The patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the impella cp pump was preoperatively placed via the right subclavian vein for mechanical circulatory support of a patient admitted in for ventricular septal defect surgery. However, during support, the impella cp pump was causing upper extremity ischemia, and therefore, after just 22 hours, it was explanted. The team instead placed an impella cp pump via the femoral with no report of further complications.